Event description:
Customer reported a past event where blood glucose levels dropped to 33 mg/dl. Cause was not known. The customer lost consciousness and emergency medical technicians (emts) were called. Emts administered glucagon. Technical support advised contacting a healthcare provider to discuss factors affecting blood glucose levels.